Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 49 cm proximal to the lead tip. Only the distal lead fragment was returned and subjected to an extensive analysis. The visual inspection showed a squeezed and deformed lead body 37 cm proximal to the lead tip. In this region the insulation and the coating of the conductor cable to the ring electrode were damaged. The conductor cables were partly pulled out of their lumens in this region. The insulation damage can be considered as the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore cuts in the insulation were noted which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - vf alert was sent by home monitoring. It was an error detection due to over-sensing some noise. The patient had no shock. The patient visited the hospital and the device was checked. When the patient moved his left arm, a noise was observed.